Event description:
It was reported that the pt had always struggled with the cochlear implant, x-rays taken post implant showed that the electrode array had bunched (most likely from the insertion process). Programming around the bunched electrodes was not successful at resolving the issue. Surgery to explant the pt's device will be scheduled.